Event description:
It was reported that the device is overheating. The event occurred during a procedure. The procedure was able to be completed successfully using a back-up device. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the MFR and the compliant of the device heating up could not be duplicated. Repairs were performed on the device and it was returned to the customer.